Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2017 with the following findings: during testing, it was observed that the battery compartment had two cracks and the display screen was dim and discolored. Unrelated to these issues, a portion of the serial number was not legible on the label. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6)2017.